Event description:
Caller states that a patient reportedly received the following results on the inform system with comfort curve strips within 10 minutes: lo (less than 9 mg/dl) and hi (greater than 600 mg/dl). Patient was treated with an IV of d50 solution based upon the lo reading. Nurse tested the patient as lo on one hand, started the d50 treatment, then tested the patient's other hand and got a hi reading. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Boston scientific crm received information that this pacing system was being explanted, due to infection. It was also reported that the associated leads had eroded through the patient's skin.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.